Event description:
It was reported that that this subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered an inappropriate shock while the patient was lying in bed. Analysis of device data by technical services (ts) and clinic showed that the shock was inappropriate due to oversensing of noise in the primary vector. The system was reprogrammed to the secondary vector and shock therapy was turned off. The noise was reproduced in the primary vector with patient movements. No adverse patient effects were reported. Currently, this s-ICD system remains in service.